Event description:
It was reported that during a ptca (stenting) treatment procedure the maverick2 monorail balloon ruptured at 5 atms on the initial inflation. The lesion being treated was a calcified, 95% stenotic lesion in a tortuous mid lad coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail ballo0n catheter to successfully complete the procedure. Pt status is reported as 'good'.